Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.